Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the bioid was failed. The field service engineer reseated the usb cable connecting bioid to docking board. Reinstalled the bioid firmware, inspected the c drive space and updated windows to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis anesthesia system the bioid device required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.